Event description:
New information received indicated that oversensing on the ventricular channel was noted on a remote transmission. The lead exhibited p wave oversensing and post-paced t wave oversensing, and noise continues to be seen on the ventricular channel. A chest x-ray was performed, and inside out abrasion was observed. No replacement procedure has been scheduled at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient checked into the ER due to a vibration notification from their device. The alert was due to detecting non-sustained ventricular oversensing. After reviewing the episodes, the rv lead was exhibiting noise when the alerts occurred. The patient was asymptomatic and will have a follow-up visit for any further action if required.